Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information requested but unavailable: the event description states "during the procedure, the tip of the device broke" is this referring to the black active titanium blade tip? Is this referring to the white tissue pad attached to the lower clamp arm of the device? If yes, is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during the procedure, the tip of the device broke. No other details were provided. No patient consequence reported.